Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the ccu following a bout of extreme dizziness and malaise. Upon arrival, the patient's rate was atrial fibrillation (af) with a ventricular rate of 28 bpm. The associated device was immediately programmed to unipolar asynchronous rv pacing which restored pacing to 70 ppm resolving the bradycardia and symptoms. The lead functioned normally while programmed unipolar but exhibited high out-of-range impedances and loss of capture (loc) at maximum outputs in bipolar. An outer coil fracture was suspected. The patient was admitted to the hospital and underwent surgical intervention to replace the lead. The lead was capped and replaced.